Event description:
It was reported the patient faced eight infusion set was leaking at site on 12-mar-2026 which led to high blood glucose. The blood glucose level was high at the time of event which was further treated with multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.